Event description:
The customer reported that when they turn on this zm transmitter, it drops off the central nurse's station (cns) within 2 minutes. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that when they turn on this zm transmitter, it drops off the central nurse's station (cns) within 2 minutes. According to the customer, sometimes, it would disappear every time on the bed tile. The customer replaced the unit and will send in the bad unit to be exchanged. There was no patient injury reported. Investigation summary: the repair center evaluated the returned unit and found no damage, all leads worked properly and there were no issues connecting to the cns through the org. The reported issue could not be duplicated or confirmed. A definitive root cause could not be determined. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 concomitant medical device: attempt # 1: (B)(6) 2024 a phone call was made in an attempt to gather device information; a voice mail was left for emmanuel requesting a return call with the device information.. Attempt # 2: (B)(6) 2024 a phone call was made in an attempt to gather device information; a voice mail was left for emmanuel requesting a return call with the device information. Attempt # 3: (B)(6) 2024 a phone call was made in an attempt to gather device information; a voice mail was left for emmanuel requesting a return call with the device information. Additional information: b4 date of this report d9 is this device available for evaluation? G3 date received by manufacturer g6 type of report h2 if follow up, what type? H11 additional manufacturer narrative

Event description:
The customer reported that when they turn on this zm transmitter, it drops off the central nurse's station (cns) within 2 minutes. There was no patient injury reported.

Manufacturer narrative:
The customer reported that when they turn on this zm transmitter, it drops off the central nurse's station (cns) within 2 minutes. According to the customer, sometimes, it would disappear every time on the bed tile. The customer replaced the unit and will send in the bad unit to be exchanged. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.